Event description:
During use of the device in a cardiopulmonary bypass procedure, the user reported that roller pump stopped, displaying an "overspeed" error message. No pt injury was reported as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.